Event description:
The following was reported to davol by the user facility: it was alleged that on (B)(6) 2014 during a laparoscopic ventral hernia repair in which a ventralight st with echo was used, that once the mesh was deployed and prior to inflating the balloon, the insufflation tube broke. Reportedly, a suture passer was being used and when the surgeon grasped the inflation tubing by the retrieval loop the surgeon felt some resistance. It was reported that the inflation tube was not pulled through the umbilicus, nor did the surgeon pre-stitch the defect prior to pulling through. The mesh was removed and replaced with another one. There was no harm or significant delay to the pt. All pieces were removed form the pt and no surgical intervention was required as a result of this situation. The event as reported created the potential for additional surgical intervention to remove the broken portion of the device, as such an MDR is being filed to document this event.

Manufacturer narrative:
The mesh and echo ps were returned for evaluation. Based on the sample evaluation it is confirmed that the needle loop complex was found to have a broken loop and the inflation tube was broken. Also the evaluation of the returned portion of the device found no anomalies. The loop of the needle loop complex being broken suggests significant force was applied in the effort to pull the anchor out of the pt's abdominal cavity. The cause of the resistance is unk at this time. A review of the manufacturing records has been conducted and there were no nonconformance issues found. The product met all specifications when released to stock. At this time a definitive root cause can not be determined.